Event description:
Aneurysm and vessel morphology were not reported; however, it was noted that vessel tortuosity was excessive and moderate vessel calcification. During the index procedure, the physician had difficulties deploying the endurant limb as an extension. While deploying, the stent graft jumped forward about 2cm and missed the landing zone. Subsequently a type ib leak was identified. The physician elected to add another extension cuff to resolve the endoleak and the procedure was completed with no other complications. No clinical sequelae were reported and the patient is doing fine. Evaluation summary: upon inspection of the delivery system, there were several small kinks in the graft cover, 67 mm, 188 mm, 206 mm and 223 mm from the distal end of the graft cover. There was also a very large kink in the graft cover and tapered tip lumen 80 mm from the distal end of the graft cover, just distal to the stent stop cup. The rest of the device was unremarkable. The external slider was rotated and the graft cover retracted as expected. The trigger was disengaged and the quick release mechanism functions as intended. The complaint could not be confirmed since the event took place in-vivo. The root cause of the event could not be determined; however excessive tortuosity, moderate calcification and user technique may have contributed.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, deployment difficulties), patient¿s condition affected effectiveness of device (excessive tortuosity; moderate calcification), (cause is unknown); evaluation, conclusion: inherent risk of a procedure (endoleak, deployment difficulties), device failure/lack of effectiveness related to patient condition (excessive tortuosity; moderate calcification), (cause is unknown).